Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3® external hex implant was returned for inspection. The product shows signs of wear consistent with use, and debris about the threads. The mount drive feature is heavily damaged and appears to be stripped out. The product was functionally tested, and it was determined that the mount was unable to be removed with hand tools due to the excessive drive feature damage. The malfunction as reported occurred due to damage, thus the complaint is confirmed based on these results. DHR review was completed for the implant lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: device identification: expiration date, UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's weight not provided/unknown. Reporter, contact name, contact address, email, and phone number not provided/unknown.

Event description:
It was reported that the mount would not release from the implant (boes413). Another implant was used to complete the surgery